Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had a needle break. The customer¿s blood glucose level was 197 mg/dl at the time of the incident. Customer reports the introducer needle fractured while in the body. The sensor will be returned for analysis.